Event description:
The device was sensing noise on the ventricular channel. Noise appears indicative of a ventricular lead fracture. Noise was not reproductible with positional testing, but ventricular lead impedance had dropped. The decision was made to cap the lead.